Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that touchscreen was frozen after replacing main board on the vela ventilator. A no cal data message also appears. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected vela printed circuit board assembly, found no signs of misuse or physical damage. Installed pcba on to a known good vela test fixture and connected unit to ac power. The reported no cal data alarm and frozen touchscreen issues were reproduced. The alarm and touch screen issue were resolved when screen, exhalation pressure transducer, turbine pressure transducer, exhalation flow transducer and o2 pressure transducer calibrations were performed. No alarms were seen in the alarm banner and the touch screen continued to work properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.